Event description:
It was reported that a male, who was placed on v.a.c. Therapy in 2009, three days post op, following an orchiectomy to treat a chronically infected left testicle, developed bleeding from the scrotal wound while the dressing and therapy unit was being managed by a nurse 5 days later.

Manufacturer narrative:
Review of the patient's medical records indicate: in 2009, during management of the dressing and therapy unit by the visiting nurse, the dressing was inspected and manipulated resulting in bleeding from the scrotal wound. The nurse was unable to remove the dressing so direct pressure was applied for 5 minutes and the patient was taken to the emergency room by ambulance. The patient was admitted to the hospital in the same day. The dressing was not removed, and the attending physician states "[the patient] certainly had a high amount of ooze coming through the area, more probably had something related to his aspirin and heparin and his anticoagulation state, but I could not rule out a loose vessel." The patient was taken to the operating room for exploration. During surgery, the foam was removed without any difficulty, and it was noted that the surface was raw and oozing with a fair amount of blood, but no large vessel bleed. The wound was cauterized without difficulty and the bleeding stopped. The wound was irrigated and packed with gauze and the patient was taken to the recovery room in stable condition. In the next day, a consulting physician stated "the bleeding was controlled in the operating room and the patient's wound was clean and not bleeding", however, the wound had new bacterial isolates, consisting of esbl klebsiella along with pseudomonas. Further, the consulting physician stated "of note is that there is a set of surveillance cultures, including a urine specimen, which was performed at about 5 days prior admission. These are all negative including the urine." At about one week later, the hematology consultant indicates the patient had "anemia of chronic disease and chronic inflammation." Review of the patient's medical records indicate: in the next day, due to the patent's anemia, with hemoglobin of 8, the patient received 3 units of packed red blood cells. In the following day, v.a.c. Therapy was restarted with the use of a non adherent layer. In addition, a review of the reported incident by a medical professional indicates that the bleeding may have resulted from the sensitive area, anticoagulation therapy, and the location of the wound, which made it difficult to apply high pressure. A non-adherent layer could have been used when v.a.c. Therapy was initially placed 2 days prior hospitalization, however, review of the medical records indicate that a non-adherent layer was not used. Kci records indicate that the patient continued to receive v.a.c. Therapy until about two weeks after. This report is being filed as manipulation of the dressing in addition to the patient's anticoagulation state may have contributed to the reported bleeding event which required medical intervention.